Event description:
A surgeon reports performing a lens exchange due to the pt being unhappy with her outcome following the intraocular lens implant surgery. The pt is happier following the lens exchange. A 17.5 diopter lens was used as a replacement.

Manufacturer narrative:
Eval summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset area and the lens optic was scratched and pressed against the post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. The optical resolution was acceptable with a focal length reading equaling a 16.5 diopter. Product history records were reviewed and alll documemts indicate the product met release criteria. There have been no other complaints rec'd for this lot number.